Event description:
The customer reported that while the unit was in use on a patient, the audio on the unit was not functioning so that the alarms were displayed, but not audible. The patient was switched to another unit and therapy was continued. No patient injury was reported.